Event description:
It was reported by sales that while unloading a patient at the hospital the safety hook was missed resulting in the cot dropping. The cot did not drop to the ground rather the load wheels hit the bumper of the ambulance. There was no user injury and initially, there was no reported patient injury. The patient is now inquiring about the incident so there may be an injury; however, this needs to be confirmed.

Manufacturer narrative:
Unit has not yet been evaluated by the manufacturer.